Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with a report of syncope/near syncope. Initial review indicated possible loss of capture (loc) with the patient's right ventricular (rv) lead. Follow-up indicated that an evaluation did not observe loc, no changes were made to the patient's implantable pulse generator (ipg), and both ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.